Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event: dates estimated. The deaths reported in the article are captured under a separate medwatch report. Attachment: article titled, "transcatheter edge-to-edge mitral valve repair in functional mitral regurgitation. Does it pass muster? Still leaving plenty to be desired."

Event description:
This is filed to report recurrent mitral regurgitation (mr), heart failure, hospitalization, surgery, and re-intervention. It was reported in an article that when comparing transcatheter edge-to-edge mitral valve repair (teer) to surgical mitral valve (mv) repair, several details need to be considered including the use of an annuloplasty prosthetic ring prior to teer. Outcomes of the multicenter study of percutaneous mitral valve repair mitraclip device in patients with severe secondary mitral regurgitation (mitra-fr) trial were compared with medical treatment in patients with functional mitral regurgitation (fmr). Additional adverse effects noted with the mitraclip device included: death, recurrent mr, heart failure, hospitalization, reintervention, and mitral valve replacement. The study concluded that the acceptance criteria for undergoing mitraclip surgery are unethical and risky for the health of patients, since reintervention triples the initial risk. And the procedures to treat fmr are palliative treatment and that the studies that determine that it works are performed incorrectly. Details can be found in the attached article, ¿transcatheter edge-to-edge mitral valve repair in functional mitral regurgitation. Does it pass muster? Still leaving plenty to be desired¿. No additional information was provided.

Manufacturer narrative:
The products were not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because this complaint was based on a review article, and no device/lot information was provided. Based on the limited information provided, a cause for the reported mitral valve insufficiency/ regurgitation (mr), and heart failure/congestive heart failure cannot be determined. The reported hospitalization, unexpected medical intervention, and surgical intervention were a result of case-specific circumstances. Mitral valve insufficiency/ regurgitation (mr), and heart failure/congestive heart failure are listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.